Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: moisture present in battery compartment. Moisture present in display lens; leak test performed; leak test suggests leak in battery compartment crack. Opened device; no further moisture within device. All keypad button symbols worn. All keypad buttons present with intermittent function; keypad removed; contamination present under all button contacts; visual damage to battery cap; submitted battery cap threads stripped; test battery cap used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.